Event description:
It was reported that during a laparoscopic sigmoidcolectomy, the blue cartridge was taken out of the device and exchanged for a white load. It was apparent to the scrub nurse that the first white reload did not snap into the device tightly. The second white reload was placed into the device but once in the pt; the cartridge popped out of the device. The second reload was not fired. It would not stay in the device. It was removed from the pt with the device. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.